Manufacturer narrative:
E1: patient city: (B)(4). Patient country: denmark

Event description:
Reference number (B)(4). Event occurred in denmark it was reported that patient faced an infusion set bent cannula event on (B)(6) 2026 and cannula was slightly bend. Blood glucose level was high at the time of the event and patient took insulin via pump and pen to resolve the issue. No further information available.